Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she has been experiencing low blood glucose and has been hospitalized 6 times since (B)(6) of 2013. The last hospitalization was on april 25, 2014. Customer stated that she was unconscious and the blood glucose reading was 20 mg/dl at the time of admission. Nothing further was reported.